Manufacturer narrative:
Additional information: in the surgeon's opinion, the likely cause of the event is "mechanical failure." The lens has been requested, but has not been received by (B)(4). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens (B)(4) was explanted on (B)(6) 2011 because the patient felt that the lens reduced the peripheral vision (peripheral scotoma) for the right eye. Crystalens was replaced with a different lens. The patient's current prognosis was reported as improving. Please reference MDR# 2031924-2011-00174 for the left eye (previously submitted to FDA).